Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station application was frozen. A technical support specialist (tss) emailed the customer to request permission and a timeframe to dial in. The tss then followed the knowledge article title "how to manually install rss agents & rss component manager" and rebooted the machine. The device came back online as carefusion application, and the issue was resolved. The customer granted closure, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station application was frozen. The customer attempted to reboot the station; however, the application remained unable to run after the reboot. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.